Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was evaluated and it confirmed the customer complaint. The reported event pairing failed was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data, also the data evaluation confirmed a transmitter failure. The root cause of the pairing failure was determined to be a failed transmitter error. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. The reported issue of pairing failure is reportable based on the finding of failed transmitter error.